Event description:
It was reported that the micro introducer plastic is faulty causing a failed procedure. A different micro introducer was used. No further detail available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 14-jan-2026: the tip where the two components meet there is a small lip from the white inner to the grey outer. This lip is what was frayed making it difficult to insert, not noticed prior to insertion. Once inserted into patients skin, unable to insert introducer into vessel. The procedure was abandoned as unable to gain access to the vessel with the introducer (wire and needle confirmed in vessel under ultrasound).